Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the device and right ventricular (rv) lead. All other parameters were appropriate. It was noted the patient would continue to be monitored appropriately. No adverse patient effects were reported.